Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 27-feb-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. When they received the product and went to open the sterile packaging, they noticed a puncture in the packaging. They were uncomfortable moving forward and using the product. No troubleshooting was performed. No patient consequence reported. Additional information was received. No damage to the outside box. The device was not used on the patient. The device evaluation was completed on 08-mar-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. Since no packaging was returned, further investigation could not be performed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be confirmed during the product investigation since no packaging was returned. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a puncture in the packaging issue occurred. When they received the product and went to open the sterile packaging, they noticed a puncture in the packaging. They were uncomfortable moving forward and using the product. No troubleshooting was performed. No patient consequence reported. Additional information was received. No damage to the outside box. They do not have picture of the damaged seal. Was asked to unpackage and put it into the fed ex shipping box. It was already shipped. The device was not used on the patient.